Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, a possible left side rupture. Patient reported, once implants have been explanted and exchanged, they are no longer experiencing any health issues". And the event of "fibromyalgia and arthritis all gone". Which are not device related. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, b6, d9, h3, h6.

Event description:
Healthcare professional later reported left side device was found "completely intact" upon explant. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Healthcare professional reported a possible left side rupture. Patient reported once implants have been explanted and exchanged, they are no longer experiencing any health issues" and the event of "fibromyalgia and arthritis all gone" which are not device related. Device has been explanted.